Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens was noted to be torn. The lens was removed with no patient injury and the backup lens was implanted. The reporter stated the lens was cut by the surgeon while he was loading the lens but didn't notice the tear until the lens was inserted. The reporter stated the lens was discarded.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient, torn material. Device evaluated by manufacturer? No. Lens was discarded. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).